Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported last night they felt a "sharp pain" on the left side of her head and it radiated into her ear. The patient stated that she also started to notice that her tremors came back on her right side "with a vengeance." The patient stated that she was trying to check her therapy and noticed a weird screen on her patient programmer (pp) and was not sure what to do. It was determined the patient¿s pp was in "icon mode" and the therapy was off. The patient did not know how the therapy got turned off. The patient was walked through turning the ins back on and right away all of her symptoms resolved. Patient stated that she had already contacted the hcp regarding her symptoms. The patient was then walked through getting the pp into text mode. The troubleshooting steps that were taken on the call resolved the issue.